Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases and left keyboard hinge were broken, the system fan was noisy, the keyboard slide cover was missing and there was a loose electrocardiogram connector on the link electronic module (lem) board. All found defective parts were replaced and additionally the lem was calibrated. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.